Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a screen/slider unlock issue that prevented resuming insulin delivery after a user-initiated pause; the notification bell remained responsive and the user ultimately restarted insulin from the notification, after which the unlock slider functioned again. Symptoms included hyperglycemia with a reported blood glucose of 204 mg/dl without associated signs or symptoms. Outcomes included interruption of insulin therapy with subsequent resumption and no alerts or alarms reported. Investigation included technical troubleshooting and user education over the phone. Investigation of this case revealed no device damage, no drops or cracks reported, and behavior consistent with an intermittent user interface interaction issue, most consistent with user error, with device performance returning to expected operation once insulin delivery was resumed. It was concluded, based on previously established findings for similar reports, that the cause was user error.